Event description:
It was reported that procedure was on (B)(6) 2013. The lesion was located in the heavily calcified mid left anterior descending artery that was 90% stenosed. Predilatation was performed prior to stenting with a non-abbott balloon catheter. The 2.25x18 mm xience prime stent was implanted distally and a 2.5x8 mm xience prime was implanted proximally. Intravascular ultrasound was performed and the procedure was completed. On (B)(6) 2013, just after the patient was transferred to the ward the patient was experiencing chest pain. Angiography confirmed instent thrombosis was observed in the overlap between the distal and proximal stents. A 2.5 mm balloon catheter was used to perform several dilatations at 18 atmospheres inside the implanted stent and an intra aortic balloon pump (iabp) was placed. On (B)(6) 2013, it was confirmed on angiography that no more thrombosis was present, the iabp was removed. The patient was discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue, runthrough; guide cath: access 6fr jl3.5; stent: xience prime 2.25 x 18 mm. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience prime 2.25 x 18 mm referenced is being filed under a separate medwatch report.